Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample received with opened package. The sample was evaluated and found tear on the shaft of catheter that allowed the water to leak out. The tear looks like it was exposed to a sharp object. However the investigation was performed to a drainage bag and used the methylene blue no leakage was observed. The exact cause of how and when the problem occurred could not be determined. The reported failure was able to be reproduced. The product used for urological care. A potential root cause for this failure mode could be due to a user related (operator error or rough handling or exposed to sharp objects or mechanical force). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that urine leaked from the foley catheter immediately after the placement. The foley catheter was replaced with another one. Per follow up via ibc on 06oct2020 there was no visible damage observed to the returned sample. It was stated that the leakage occurred from the drainage bag but no damage was observed to the bag. The complainant could not confirm that the urine leak occurred from the catheter or drain bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the foley catheter immediately after placement. The foley catheter was replaced with another one. Per follow up via (B)(6) on (B)(6) 2020, there was no visible damage observed to the returned sample .it was possible the leakage occurred from the drainage bag, but, no damage was observed to the bag. The complainant could not confirm that the urine leak occured from the catheter or drain bag.